Event description:
The device is not expected to be returned. The neurosurgeon reported they implanted the shunt but could not remove the air bubbles from the shunt. Therefore, they removed the shunt and replaced with another. No pt injury was reported.